Event description:
The ge oec 9600 fluoroscopy system had blurry images.

Manufacturer narrative:
A ge oec service representative investigated the issue and would replace the image intensifier power supply to restore function. Update if other repair was facilitated. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.